Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was still attached to the vial and the viaflo bag. Visual inspection noted a grey particle inside the vial. No particles were found in the viaflo bag. Visual inspection revealed that the bung of the drug vial had one hole. The reported condition was verified. The returned device was coupled with a new vial, and no coring or damage on the vial bung was observed following a single, optimal activation. The cause of the condition was a suboptimal activation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device cored the stopper of a vial resulting in particulate matter in the vial. This occurred during mixing with amoxicilline and 100 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.